Event description:
Information received indicates, the head section is drifting.

Manufacturer narrative:
The technician found the head section gas spring had no compression. The technician replaced the gas spring to repair the bed.